Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the device was difficult to toggle. It was stated that the needle was dropping. There was no patient involvement.